Event description:
During laparoscopic cholecystectomy, surgeon fired clip applier x1, then subsequent clips seeded and when fired again, the clips came out off track. Device removed from the surgical field. No patient harm.